Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received blood glucose results of "around 100 mg/dl and sometimes less" on the performa system. The patient's father kept giving her sugary foods until the patient went into hyperglycemia and passed out. The patient was admitted into the hospital. The timeframe between the blood glucose results and the patient going to the hospital was unknown. The blood glucose results at the hospital were not provided. The type of treatment provided to the patient at the hospital was not provided. It is unknown how long the patient was in the hospital.